Event description:
It was reported that the seat cracked on a commode and pinched the users bottom. The user was unable to get off the commode and was bleeding from the incident. No additional information is available.